Event description:
Foreign patient's mother contacted dexcom technical support on (B)(6) 2015 on patient's behalf to report intermittent out of range on (B)(6) 2015. Dexcom technical support advised patient's mother to perform reset on device. At the time of contact the foreign patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).